Manufacturer narrative:
Product was returned and was sent to the supplier for further analysis. The supplier evaluation indicated no manufacturing defects on the sample. A review of the device history record was performed and all product met requirements prior to release. A cause for the could not be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Manufacturer narrative:
Product was returned for evaluation, which is in progress at this time. A review of the device history record was performed and all product met requirements prior to release. The investigation is still ongoing and the event has not been substantiated. A cause for the event has not been established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "it was found that the something has be remained in the patient's body when the surgeon checked the x-ray photo of the patient after the surgery. The surgeon checked the complaint product, he found that the tip of inserter of the complaint product was fractured. This incident didn't be noticed during the surgery. The surgeon said the surgery date is undecided, but the surgery of removing the fractured piece of inserter is planned to be performed after about a half year to a year later".